Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that the customer's device rebooted itself over and over again. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
A distributor contacted heartsine to report that the customer's device rebooted itself over and over again. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
MFR report # 3004123209-2023-00152 was submitted in error as it is a duplicate of MFR report # 3004123209-2023-00139. The investigation will continue under MFR report # 3004123209-2023-00139.